Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic reported the remote home monitor displayed high out of range shock impedance measurement of 125 ohms. Boston scientific technical services (ts) was consulted and discussed options with the clinician. At this time the clinic has opted to raise the alert value to 150 ohms and continue to monitor the patient.

Event description:
Additional information was received that the ICD and high voltage rv lead continue to exhibit high shock impedance measurements. Subsequently non-invasive programmed stimulation (nips) was performed. During nips testing distal coil to can was 147 ohms with the painless lead impedance testing prior to shocks. A successful 11 joule shock was then given and yielded 99 ohms and the painless lead impedance test post shock was 129 ohms. Lastly a successful 21 joule shock was given which yielded a 102 ohms shock impedance measurement. At this time the physician will continue to monitor the patient. The daily lead impedance alert was set to 175 ohms. It was noted that the physician may consider performing another defibrillation threshold (dft) test in a year. The ICD and rv lead remain in service and no additional adverse patient effects were reported.

Event description:
Boston scientific received information that the shock impedance measurement continues to be high and out of range. It was noted that depending on the vector the impedance can range from 135 to over 200 ohms. Boston scientific technical services (ts) suggested further evaluation and testing to test the ingerity of the system. The patient was brought in for further testing and a 1.1 joule shock was delivered in both coil configurations. All testing showed normal in range impedance measurements, thus the physician opted to continue to monitor the patient. At this time the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that another alert for high out of range shock impedance measurement was observed. It was noted the shock impedance has been trending high the entire year. During the in office interrogation the shock impedance measurement ranged from 141 to greater than 200 ohms depending on the configuration. Boston scientific technical services (ts) was consulted and suggested programming distal coil to can. The field representative noted that they made this programming change and the shock impedance measurement was at 160 ohms. The physician opted to monitor the patient for a month on the remote home monitoring system and depending on impedance measurements, may consider further testing at that time. The ICD and rv lead remain in service and no adverse patient effects were reported.